Event description:
The initial reporter received questionable ise indirect k for gen.2 results for two patient samples tested on the cobas b 221 6 roche omni s6 system. The initial result was reported to the medical personnel. Patient 1: the initial result from the b 221 was 7.07 mmol/l. The repeat result from the b 221 was 4.48 mmol/l. Patient 2: the initial result from the b 221 was 8.96 mmol/l. The patient sample was rerun on another laboratory instrument and the repeat result was 7.2 mmol/l. The electrode lot number is 21524047. The expiration date was requested but not provided.

Manufacturer narrative:
The customer changed all of the electrodes in the ion-selective (ise) line, fill port, needle, and sample inlet path (sip). These parts were not available for investigation as the customer discarded them. The patient comparison results did not indicate any issues after the parts were replaced. The provided log files did not cover the date of the event. Based on database extracts, the reported k electrode was installed on (B)(6) 2023 and was valid for use on the date of the event. The calibration for the k electrode was within the limit for both 1-point and slope calibrations. The qc levels were within specifications around the date of the event. The only recurring errors were 10471 - "t&d error": "t&d disk, fill port or plug control are very contaminated or damaged. Clean the relevant components or if necessary replace". The instrument also warned to perform maintenance. The investigation determined the customer's actions (replacing the electrodes, fill port, needle, and sip) resolved the issue. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.